Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received with regards to a spinning spiros closed male luer, red cap generated a leak during patient use. It was reported that there may have been a defect in the spiros transfer device, causing it to leak. Additionally, it was stated that they may not have connected the needle to the spiros connector completely. The event occurred during patient use for 2 minutes. There was patient involvement and no patient harm.

Manufacturer narrative:
Received one (1) new. List #ch2000s-c, spinning spiros® closed male luer, red cap; lot #14149695. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned sample was tested, and a leak was unable to be replicated. Without the return of the used sample a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.